Event description:
Additional information reported that the doctor said the patient had "spine inflammation".

Event description:
Additional information received reported the patient had mild symptoms of withdrawal: return of pain, nausea, and vomiting. The patient had been taking antibiotics. It was noted that within about four hours, the patient would wake up and want to have more pain medicine.

Event description:
It was reported that the patient experienced a return of pain that started 4 weeks ago. The patient had fallen awhile back and "stumbles" a little bit but did not correlate that directly with the return of pain. It was stated that the patient had an "urd" to the kidney on a thursday and then on sunday, the patient started to hurt "really" bad. The patient was taken to the emergency room on (B)(6) 2012 and then to a different hospital on (B)(6) 2012. On (B)(6) 2012, she was brought to different "facility." There were no alarms present on the pump. A catheter dye study was performed on (B)(6) 2012 and indicated good catheter flow and "0" blockage. It was noted that the patient had a refill when she was in the hospital last a few days prior to going to the rehabilitation center. No change in symptoms was experienced after the last refill. The patient stated, the pump had been checked and no problems had been found. Five days later, the health care provider (hcp) stated that the patient had been in rehabilitation for a couple weeks for pain and now has new onset paint. He noted they are "ruling out" anything new to the back. A magnetic resonance image (MRI) was performed on (B)(6) 2012. The patient outcome was noted as serious injury/illness-ongoing. At the time of this report, the patient was "inpatient" at a "facility" undergoing tests for increased pain. The device system was used to deliver dilaudid (hydromorphone) and marcaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8703w lot# l44968, implanted: 1997 (B)(6), product type catheter. (B)(4).